Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 38x2.5mm, 70% stenosed, eccentric, de novo lesion being treated was located in the obtuse marginal artery. The physician predilated with a 2.0x20mm maverick balloon then implanted a 2.50x38mm promus element stent in the target lesion. It was then noted that the implanted stent appeared deformed. The implanted stent was not post-dilated and the procedure was completed by implanting a 2.50x28mm promus element stent. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).